Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a patient that 13 years and 11 months post implant of this mitral mechanical valve, the valve was explanted and replaced with a non-medtronic valve for unknown reasons. No additional adverse patient effects were reported.